Event description:
It was reported that the triangular hub of the catheter is cracked. At this time the catheter does not leak. The catheter has been implanted for approx 8 months. The catheter was removed without difficulty.